Event description:
It was reported that the patient had all their devices explanted on (B)(6) 2013 due to infection. It was later reported that the infection was located ¿at the level of the neurostimulator which was in the belly.¿ it was noted that no material was reimplanted.

Manufacturer narrative:
Product ID: 39565-30, lot# 0206777334, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(6). (B)(4).